Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the associated non-boston scientific right atrial (ra) lead exhibited low amplitudes, resulting in an alert in the remote monitoring system for the atrial intrinsic amplitude out of range. The lowest measurement recorded was 0.2mv. Intermittent atrial under sensing was noted on atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) electrograms (egms). An email was sent to the clinic recommending further review of the patient and device. No adverse patient effects were reported. The device remains implanted and in service.